Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.0 cm to 12.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that a patient's right ventricular lead presented with non-capture due to extra-cardiac stimulation. The lead was extracted and replaced on (B)(6) 2021. Post-procedure the patient was stable.